Event description:
It was reported that the ilet user consumed a larger-than-announced meal and later found the pump had become unclipped from the body for an unknown duration. Upon reconnection, the user¿s blood glucose was 369 mg/dl and a full set change was performed due to a low insulin cartridge. Symptoms included hyperglycemia without reported associated signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified related to incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.